Manufacturer narrative:
Hill-rom technical support suggested to check the caster nut to see if it was loose. The service manual for the golvo 7000 lift (B)(4), states the following should be inspected at least annually: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The account stated they will call back if they needed further assistance. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the caster was coming loose. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).